Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced. Air in line alarms were verified through a review of the event history log and found to be caused by cracks on the ultrasonic sensor tail pins. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm during testing in biomed service. There was no patient involvement. No additional information is available.